Manufacturer narrative:
Block g2: (B)(4). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h2: additional information additional information was received on march 10, 2024, and the customer reported that "clips misfired" means that the clips could not open inside of the scope. The physician discovered there was a problem with the clip when the catheter was in front of the lesion, and the tech was unable to open the clip. If the hemoclip device has deployment issues, the most serious reasonably expected injury from this issue is a minor procedure delay. The issue is unlikely to cause a serious injury or death if the malfunction were to recur. There have been no serious injuries previously reported for this product family and hazard. As there is no longer a reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. If additional information becomes available, it will be assessed at that time. Block h10: the returned resolution clip resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and after a functional inspection the clip was able to open its arms within specification under the tortuous path. Dimensional analysis was performed, and the measures were found within specification. No other problems with the device were noted. Investigation found that the device returned with the clip assembly attached and after a functional inspection the clip was able to open its arms within specification under the tortuous path. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure, three resolution 360 ultra clips misfired. The clips were removed and the procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g2: medwatch (B)(4). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
Note: this report pertains to one of three resolution 360 ultra clips used in the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure, three resolution 360 ultra clips misfired. The clips were removed and the procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.